Event description:
The customer reported that the device, yp1301w, y-knot pro flex 1.3mm anchor, no. 2 hi-fi (white/black), was being used for a slap lesion procedure on (B)(6) 2022 when it was reported ¿when the inserter was pulled out after inserting the anchor, it was reported that one side of the tip was missing in a total of two products.¿. The y13dhb, y-knot flex 1.3mm disposable drill bit for hard bone, concomitant device, was the second device used; however, the tip of the device was found outside the patient. An x-ray was performed during the procedure and although no metal was found in the patient the tip of the yp1301w device was also not located. Per the sales representative, ¿it was suggested to the customer to use the y13dhb (y-knot flex 1.3mm disposable drill bit for hard bone, concomitant device), but the customer first decided to use the y13d (y-knot flex, 1.3mm, disposable drill bit, concomitant device). It is probable that the inserter did not move in the right direction at the same size due to the stiff bones.¿ there was no report of patient injury, medical intervention, or hospitalization. And the procedure was completed as planned with a 1-hour delay. This report is being raised on the basis of injury due to the unknown location of the device tip.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
Correction: h6, type of investigation, added 4112; h10, updated evaluation statement to include photograph was received. Manufacturer narrative: the device is not being returned but photographic evidence was provided. The complaint could not be confirmed/unconfirmed based on the provided picture. If the device is returned at a later date, the investigation may be updated and reanalyzed. The manufacturing documents from the device history record have not been reviewed because the lot number of the device is not known. The lot history review was not conducted because the lot number of the device is not known. A two-year review of complaint history revealed there has been a total of two complaints, regarding two devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to not use excessive force on instruments to avoid damage or breakage during use. Avoid unintended contact with other surgical instruments during use to prevent damage or breakage. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, yp1301w, y-knot pro flex 1.3mm anchor, no. 2 hi-fi (white/black), was being used for a slap lesion procedure on 25apr22 when it was reported ¿when the inserter was pulled out after inserting the anchor, it was reported that one side of the tip was missing in a total of two products.¿. The y13dhb, y-knot flex 1.3mm disposable drill bit for hard bone, concomitant device, was the second device used; however, the tip of the device was found outside the patient. An x-ray was performed during the procedure and although no metal was found in the patient the tip of the yp1301w device was also not located. Per the sales representative, ¿it was suggested to the customer to use the y13dhb (y-knot flex 1.3mm disposable drill bit for hard bone, concomitant device), but the customer first decided to use the y13d (y-knot flex, 1.3mm, disposable drill bit, concomitant device). It is probable that the inserter did not move in the right direction at the same size due to the stiff bones.¿ there was no report of patient injury, medical intervention, or hospitalization. And the procedure was completed as planned with a 1-hour delay. This report is being raised on the basis of injury due to the unknown location of the device tip.

Manufacturer narrative:
The device is not being returned and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have not been reviewed because the lot number of the device is not known. The lot history review was not conducted because the lot number of the device is not known. (B)(4). Per the instructions for use, the user is advised to not use excessive force on instruments to avoid damage or breakage during use. Avoid unintended contact with other surgical instruments during use to prevent damage or breakage. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, yp1301w, y-knot pro flex 1.3mm anchor, no. 2 hi-fi (white/black), was being used for a slap lesion procedure on 25apr22 when it was reported ¿when the inserter was pulled out after inserting the anchor, it was reported that one side of the tip was missing in a total of two products.¿. The y13dhb, y-knot flex 1.3mm disposable drill bit for hard bone, concomitant device, was the second device used; however, the tip of the device was found outside the patient. An x-ray was performed during the procedure and although no metal was found in the patient the tip of the yp1301w device was also not located. Per the sales representative, ¿it was suggested to the customer to use the y13dhb (y-knot flex 1.3mm disposable drill bit for hard bone, concomitant device), but the customer first decided to use the y13d (y-knot flex, 1.3mm, disposable drill bit, concomitant device). It is probable that the inserter did not move in the right direction at the same size due to the stiff bones.¿ there was no report of patient injury, medical intervention, or hospitalization. And the procedure was completed as planned with a 1-hour delay. This report is being raised on the basis of injury due to the unknown location of the device tip.